Event description:
It was alleged that the device over shot the patient temperature. The device was set to 96f and the device read the patient temperature ranging from 95.3-98.3f. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device met specifications at the time of evaluation and the device was functioning to specification.

Event description:
It was alleged that the device over shot the patient temperature. The device was set to 96f and the device read the patient temperature ranging from 95.3-98.3f. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Updated event description: it was reported that the patient temperature deviated. A review of the data extracted from the device could not confirm if the patient temperature deviated greater than +/- 1 degree c for greater than 30 minutes. The data could not be confirmed as it was not possible to determine which data set was tied to this complaint.

Event description:
It was reported that the patient temperature deviated. A review of the data extracted from the device could not confirm if the patient temperature deviated greater than +/- 1 degree c for greater than 30 minutes. The data could not be confirmed as it was not possible to determine which data set was tied to this complaint